Event description:
Patient found with bed alarm that was alarming quietly, not going off via the light system outside the patient's door. Unable to turn the bed alarm sound up, unable to get the bed alarm to activate the light system outside the room. Battery, pad and cord changed with no effect.